Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not been received for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, while using the fenestrated bipolar forceps instrument, a cable broke and a fragment fell inside the patient. The fragment was retrieved during the same procedure which was completed robotically.